Manufacturer narrative:
Product analysis: the chocolate pta balloon catheter was returned to medtronic investigation lab for evaluation. The device was received loosely coiled within a nested series of zippered closure plastic pouches. Sanguine residue was noted within the inflation lumen luer lock of the y-manifold and within the balloon chamber. Visual examination of the balloon chamber and nitinol constraining structure, (cs), was conducted. At the proximal end of the balloon chamber and cs, continuous cells of the cs were fractured in a longitudinal fashion. The cell fractures were in two different longitudinal columns of cells. A 30cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. A vacuum could be pulled and maintained. An attempt to inflate the balloon was made with the syringe but the balloon would not inflate due to procedural contrast and biological occlusion of the inflation lumen. With the aid of a microscope and soft tip cotton probe the proximal end of the balloon chamber was examined. No signs of longitudinal or radial tearing of the balloon chamber material was noted. Communication between the inflation lumen and the environment is most likely from a pinhole puncture of the balloon catheter. Due to procedural biologics/contrast occlusion of the catheter the pinhole leak could not be located by inflation of the balloon chamber. The chocolate pta balloon catheter was placed within a heated sonicated bath for over 30-minutes in an attempted to remove the occlusion of the inflation lumen of the catheter. A 30cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a pinhole leak was noted in the proximal end of the balloon chamber. With the aid of a microscope and soft cotton tip probe the cs and balloon chamber folds were examined. The tips of the broken nitinol cs struts does not appear to be sharp and some of them lie between the folds of the balloon chamber. No signs of punctures from the broken nitinol struts appear in the balloon chamber folds. No signs of longitudinal tearing along balloon chamber folds were found. Using water filled syringe and applying positive and negative pressure, a pinhole leak was found in a balloon chamber fold. The pinhole leak is in within an intact cs cell. Therefore, the pinhole was not formed from a fractured cs strut. Red food coloring tinted water was injected to provide a visual contrast in locating the pinhole leak. Image review: a single photograph of the chocolate balloon and restraining structure was received for analysis. The image appears to be from one of the balloon ends and the nitinol constraining structure appears to have three ¿struts¿ broken longitudinally along the length of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon burst occurred at an unknown pressure and balloon burst type is unknown. The device was safely removed from the patient without intervention. It is unknown if vessel damage occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a chocolate pta balloon during treatment of the patient¿s left superficial femoral artery (sfa). IFU was followed and the device was prepped without issue. It is reported a balloon burst occurred during balloon inflation. One prior inflation had been applied to the device. No balloon fragments remained in the patient. The device was replaced with a non-medtronic balloon and a drug-eluting stent was implanted to complete the procedure. No patient injury reported.